Event description:
The pt reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the device has been scheduled.